Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2026. Reportedly a type ia endoleak occurred. Best practice was used during the procedure. Ballooning of the sealing zone was performed at 16 minutes for 60 seconds with the integrated balloon. The type ia endoleak was not resolved by the end of the procedure. The patient is expected to return for a six week follow-up to determined if the type ia endoleak resolves on its own or if intervention is required.